Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, the implant date and electrogram were missing from the device full summary printout. The physician manually entered the implant date in, no other intervention was preformed. The patient was stable.